Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges humidifier issue and noisy . A device was returned to a manufacturer / third-party service center. During the evaluation of the device. They found out that the complaint was confirmed, pca is damaged (burned), communication error, damaged display, iso port contaminated. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.